Event description:
The customer originally returned the evis exera ii ultrasound gastrovideoscope due to the power button not functioning properly. Reportedly, this was not noted during a procedure. During the device evaluation, olympus personnel discovered that the adhesive on the device was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the button was not functioning properly. Additionally the light guide cover's adhesive was cracked and peeling. It was also noted that the control know was in the 'play' position. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon may be attributed to an external force (for example: excessive rubbing during daily use over time over time, including reprocessing) applied to the device. The following verbiage is identified within the instruction manual regarding inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.